Event description:
When the physician performed ablation at kent bundle with navistar catheter for wpw case, pt fell into av block. According to the physician, this was caused by connection of his bundle and kent bundle and this symptom was temporary. Dr had told the pt of the possibility of av block.